Event description:
Patient reported right side "has burst and its gone all the way down to my armpit". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d1, d4.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Event description:
Patient reported ¿right one has burst and its gone all the way down to my armpit". This record is for the right side. Device remains implanted.